Manufacturer narrative:
Phone number removed from grid - failing electronic submission (B)(4).

Event description:
It was reported to philips that the internal paddles connector is damaged. There was no reported patient involvement/adverse patient impact.